Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a messaging indicating the battery was low, however the customer reported that the battery was fully charged. There was no reported impact to the customer's blood glucose level due to the alleged issue. The customer charged the pump and resumed therapy.